Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 days following the implant of this transcatheter bioprosthetic valve, the patient had a complete heart block and required the implant of a permanent pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that blood loss anemia did not occur. The patient¿s hemoglobin levels, and hematocrit levels were 12.4/37.6. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the implant of the valve, the valve was deployed at a depth of 3 millimeter¿s (mm) on the left coronary cusp (lcc) side and 3 mm on the non-coronary cusp (ncc) side. Subsequently, significant valve deformation was observed, and the patient¿s hemodynamics demonstrated a narrow diastolic difference. A 23 mm non-medtronic (true) balloon was then advanced through the non-medtronic (dryseal) sheath for a balloon aortic valvuloplasty (bav). It was confirmed that following the bav, the patient experienced a brief ventricular standstill and complete heart block was observed. The patient left the room with temporary pacing. It was further reported that anemia of acute post-operative blood loss occurred. 2 days following implant of the valve, the permanent pacemaker was implanted. A post-operative echocardiogram was performed that revealed mild paravalvular leak (pvl). 1 month and 26 days following implant of the valve, the patient presented with worsening fatigue and breathlessness. Subsequently, new onset paroxysmal atrial fibrillation and left bundle branch block (lbbb) were observed on device check, and anticoagulation medication was initiated. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a4. B2. B3. B5. B7. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.